Event description:
It was further reported that the another battery exhibited suspected power switching and was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional information. The event description has been updated to include the second battery that exhibited power switching. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #:1650/ expiration date: 31-mar-2019 / serial #: (B)(6), UDI #: (B)(4), d9: yes, return date: 28-apr-20121 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 24-mar-2018 h5: no h6: patient ime code(s): (B)(6), h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the power switching occurred during a battery exchange.

Manufacturer narrative:
A supplemental report is being submitted for additional event information and for product return. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 28-apr-2021 dev rtn to MFR? Yes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller was not returned for evaluation. Two (2) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Of note, it was observed that bat596441 had exceeded the useful operating life of 500 charge and discharge cycles. This is an additional observation not related to the reported event, which can be attributed to the batteries reaching the end of their useful life. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving bat597156 and bat596441. Analysis of the event log file revealed a controller power up event on 19/apr/2021 at 22:32:00. The data point prior to the loss of power revealed that bat905454 was connected to power port one (1) with 36% relative state of charge (rsoc) and bat596441 was connected to power port two (2) with 93% rsoc. The data point after the loss of power revealed that bat931981 was connected to power port one (1) and bat596441 was connected to power port two (2). The controller was without power for 13 seconds. As a result, the reported controller loss of power and power switching events were confirmed. A power source lubrication procedure had been performed on bat597156 in accordance with the requirements under fsca cvg-18-q4-19 on 08/aug/2018. There is no evidence that the lubrication servicing was performed on bat596441. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Bat596441 h3:yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c04, c19 h6:FDA conclusion code(s): d01, d1105 bat597156 h3:yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿battery. Model #: unk / catalog #: unk / expiration date: unk / serial #: unknown. UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). Additional information has been requested regarding the details and battery serial number for the event, but these were not available at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had exhibited an unexpected power loss. It was also noted that the controller and one of the batteries exhibited suspected power switching. The controller and battery remains in use. No patient complications have been reported as a result of this event.